Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during drain 1 of 5. Technical service representative (tsr) explained alarm and had the home patient (hp) close clamps then cycle the power to clear both system error 2240 and 2367. The tsr advised to discard supplies and start over with new alarm cleared. The hp started over with new supplies, and no samples were provided for evaluation. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.